Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was unable to duplicate the reported issue. The suspect component operated properly throughout all testing.

Manufacturer narrative:
(B)(4). The customer purchased a gas delivery engine (gde) in order to resolve the reported issue. The ventilator was repaired by the customer and the suspect gde was returned to carefusion's palm springs facility for further evaluation. The device evaluation is currently pending and upon completion, a supplemental report will be submitted.

Event description:
The customer reported that their avea ventilator went "vent inop" and stopped providing ventilation while connected to a patient. The customer stated that the ventilator was switched out but they did not report any information regarding the patient's outcome, it is currently unknown if there was any patient harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer that stated that there was no patient harm or injury.